Event description:
The device was used during a hemicolectomy. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hosp has reported no pt injury occurred.